Event description:
It was reported that during a lap protectomy procedure, the reducer cap fell off into the pt. They were able to retrieve with grasper. There was no pt consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.